Manufacturer narrative:
Additional information: h6, h11. H10: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that the power source was damaged. An internal hose was disconnected, which allowed leakage into the power source. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the disconnected hose, and the damaged components were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a phoenix machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.